Event description:
It was reported to boston scientific corporation that a uromax ultra balloon was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the balloon burst when it was inflated to 18 psi using an encore inflator. They used a second uromax ultra balloon to complete the case. The patient¿s right ureter was perforated due to this event and the physician had to place a polaris ultra stent in the ureter for 6 weeks. The patient¿s condition was reported to be fine at the conclusion of the procedure.